Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. D4: batch # 646c59. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the red motor wire was noted to be disconnected from the motor terminal, therefore making the device non-functional. The device opened and closed without any difficulties noted. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the device is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 646c59, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 6/10/2024. D4: batch # unk. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: the compliant states the need for additional medical/surgical intervention, could you please expand on that? A leak test was preformed and a detailed investigation of the staple line was preformed by the surgeon. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the gun was open and battery was loaded properly and green reload was loaded into the gun. The surgeon grabbed the tissue, waited for 15 seconds and he started firing. The firing of the reload was not successful. Firing stopped, reverse was used and another reload was loaded and firing was initiated and was successful but the knife did not return, the surgeon used the reverse but it did not work, he tried to open the gun while pressing on the open button, the knife returned to its position and the surgeon was able to open the gun. A delay of 30 minutes happened during the surgery. There were no patient consequences.